Event description:
Boston scientific received information that the pacemaker along with a competitor's right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance of greater than 2,000 ohms and high pacing thresholds. Additional information obtained from field representative that the cause was undetermined. The pacemaker was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposés to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.